Manufacturer narrative:
Retainer ring : black. Customer returned pump for an alleged cosmetic damage located at the back, blank display, critical pump error (open book image) alarm and exposure to moisture found on (B)(6) 2021. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. As per global logic analysis (esf#3848575), critical pump error (open book image) alarm due to possible hw issue with rf chip. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Blank display not confirmed. However, critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the (rf chip) electronic assembly. Pump exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after receiving open book image on display. Customer stated that insulin pump got wet and had crack at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.